Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a wall outlet, despite using multiple cables, wall adapters, and power sources. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into a power source. Additionally, the battery gauge was observed to remain static for an extended period of time despite pump usage. There was no adverse impact to the customer's blood glucose (bg) level. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue and provide assistance; however, the customer did not respond.